Event description:
It has been reported that the hypotube of the device pulled apart during the procedure which caused the occlusion balloon to deflate expectedly. The physician inserted the occlusion balloon wire into the pt for a directional coronary atherectomy. The physician inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician attempted to remove the stent delivery catheter and felt resistance. The physician pulled hard on the device and the wire pulled apart, and the occlusion balloon deflated. The physician removed the device without any difficulty. The pt is reported to be fine.